Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had multiple pump error alarm. Customer¿s blood glucose was 120mg/dl at the time of incident. Customer was able to complete rewind. Insulin pump passed self test. Customer stated that there was pump error alarm and they were not able complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No pump error 38, 53 or 41 alarms noted during testing. (B)(4).